Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Code 1007 for charge time greater than the charge time limit and the device being in storage mode were also noted upon interrogation. The field representative stated he was interrogating the device to program tachycardia therapy off due to hospice care. Device replacement was recommended. The device remains in service and no adverse patient effects were reported. It was also noted that the patient is not pacemaker dependent and had a large mass on their neck. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.